Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed, and the patient will further be monitored. The patient condition was stable.